Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient had a revision procedure where the pacemaker and right ventricular (rv) lead were replaced. The pacemaker showed a significant amount of blood in the header and the rv lead exhibited varying thresholds. After the rv lead was disconnected from the device, the lead was tested via a pacing system analyzer (psa) which confirmed the varying thresholds. The physician noted that the rv lead was stuck in the myocardium, but it was successfully explanted and replaced with the device. No additional adverse patient effects were reported.